Manufacturer narrative:
No RMA has been issued for the return of this device, model t4 serial number (B)(4) was issued user manual t4 tracer part number 1110558 rev f. On the cover of the user manual it states: "dealer: this manual must be given to the user of the product." And "user: before using this product, read this manual and save for future reference." It is unknown if the consumer fully read and understands the user manual. On pg 2 it states: "warning - a qualified technician must perform the initial set up of this wheelchair. Also, a qualified technician must perform all procedures specifically indicated in the manual. Do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. There are 3 types of front riggings: swingaway removable footrests, elevating legrests, and articulating elevating legrests used on the t4. The type in use at the time of the incident is unknown. The consumer stated he stood on the foot plates when he was getting out of the wheel chair causing the front rigging weld to break. The consumer's weight is (B)(6). On page 11, it states: "do not stand on the footplates. When getting in or out of the wheelchair, make sure that the footplates are in the upward position or swing the footrests towards the outside of the wheelchair."

Event description:
Invacare received a letter from the consumer. The consumer is prisoner at the (B)(6) prison. The consumer states while he was getting out of the chair, he stepped on the footrest and the weld allegedly broke off, causing the consumer to fall forward onto his bed. He allegedly sustained pain and swelling in his knee and leg. No serious injury is alleged.